Manufacturer narrative:
The device was not returned for evaluation, however a photograph depicting the break was provided by the physician. Additional information is being requested from the physician. The investigation is ongoing; a supplemental MDR will be provided.

Event description:
The physician reported that the ent needle broke while inserted in a patient for a vocal medialization procedure with the renu voice device. The needle broke at the joint where the 24 gauge needle meets the 16 gauge cannula. The broken needle was retrieved with no patient harm reported. (B)(4).

Manufacturer narrative:
To date, the physician has not responded to cytophil's two written requests for additional information. Cytophil contacted the needle manufacturer (tegra) regarding this event. Tegra indicated no irregularities or nonconformance's associated with the lot in question. There were no other complaints received by tegra regarding this lot, nor did they experience other weld related complaints with similar products manufactured in the same time period. In discussions with tegra, it was hypothesized that applying significant bending pressure to the distal end of the needle, beyond the swage point, might be capable of affecting the weld/connection, though they believed it was not a likely result. As the needle was not returned for evaluation, no assignment to cause could be made. Cytophil found no nonconformities related to the subject lot of needles, in a review of its records. A review of the complaint history for the past 24 months revealed that this is the only reported complaint of this nature. The device was not returned for evaluation, thus a definitive cause of the reported event cannot be determined. The results of this complaint investigation are inconclusive. Although cytophil cannot state that physician technique, i.e., applying a bend force to the smaller 24 gauge needle, was a contributory cause of this complaint, as a precautionary measure cytophil will counsel the physician that when applying a bend force to the needle, care should be taken to apply the bend pressure to the long shaft and avoid pressure application to the smaller 24 gauge needle. The complaint will be closed, tracked and trended.